Manufacturer narrative:
(B)(4). Device code 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of an unknown error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of the share log was performed, and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of an unknown error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.